Event description:
Regulatory agency forwarded a report received from a pt. The pt had reported, "since placement in (sic) have been in pain daily, suffered severe gerd, my esophagus is dilated, my stomach is stretched so thin it can not be repaired until a later date. I am having surgery to have it removed as it has become life threatening due to strangulation of the stomach tissue at the band site. My complications are due to the device slipping out from its surgical placement site".

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Band slippage, pain, gerd, esophageal dilatation, "stomach stretched so thin", and "strangulation of the stomach tissue" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number, catalog number, or the actual implant date. Pt stated they are unable to provide additional info at this time. Device labeling addresses the reported event of band slippage, reflux and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated". Device labeling addresses the reported event of esophageal dilatation and "strangulation of the stomach tissue" as follows: "caution: esophageal distension or dilatation has been reported to result from stoma obstruction due to over-restriction, due to excessive band inflation. Pts should not expect to lose weight as fast as gastric bypass pts, and band inflation should proceed in small increments. Deflation of the band is recommended if esophageal dilation developes". Device labeling addresses the potential of any adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body".